Manufacturer narrative:
Catalog # kcfw-6.0-35-55-rb-hfanl0-hc. Removal of foreign body is not listed in the instructions for use. Separates is listed in the instructions for use. Device was returned in a used and severely damaged condition. The dilator was inserted into the sheath, which had separated into 4 fragments. One segment was about 1/2 cm, another was about 2 cm and the distal 5 cm of the sheath was not returned. All separated edges were jagged and thinned. The coil had unraveled and separated. Prior similar complaints and risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised IFU issued. Per quality control specifications, "insure correct inside diameter and outside diameter of tubing," and, "insure material is free from surface defects, bumps, bulges. Confirm surfaces of sheath and dilators are free of excessive dents, bumps or scratches." In addition, the instructions for use (IFU) cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight," as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Although 100% inspected for sheath size and integrity, the sheath had separated upon withdrawal. The noted material thinning and elongation at the points of separation are evidence that the device experienced tensile forces beyond its design strength. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. Review of the device history record was unable to confirm any out of spec condition in manufacturing. As advised in the present IFU, reintroduction of the dilator was attempted, but failed to prevent breakage of the sheath, perhaps due to scar tissue described by the physician. As previously stated, this occurrence is relevant to a CAPA, which has been implemented with a revised IFU. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. The investigation of a CAPA led to a revised IFU issued on 04/16/2010, which is prior to the date of this device; therefore, the occurrence rate since this date has been calculated. There is insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action.

Event description:
A (B)(6) male with a very scarred groin, underwent right sfa pta stenting procedure. The physician accessed the left common femoral artery, then introduced a 5fr short sheath and found highly scarred artery and groin, which presented a challenge to introduce the sheath. The physician then upsized to 6fr sheath and it was still very challenging to introduce. He attempted to introduce the 6fr high flex ansel and it would not advance past the dilator. A 7fr dilator was opened and left in for a few moments; then the physician opened new straight high flexed ansel and was able to introduce 10cm of sheath; however, it would not track any further. Physician decided to downsize to the 5fr high flex ansel. When attempting to remove the 6fr high flex ansel, the distal end of sheath broke. He pulled the remaining sheath out with hemostat; however, it kept breaking into pieces. A secondary surgeon was called to assist in removing sheath and dilator that was remaining in the artery.